Event description:
The customer reported the system failed to generate exposures thereby losing functionality. There was no patient injury or death reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.